Event description:
It was reported that a patient had surgical revision to remove artificial urinary sphincter (aus) due to infection. A new aus was implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.